Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced persistent high glucose after a midnight supply change while using the ilet with a contact detach infusion set on the abdomen and dexcom g6, with both cgm and glucometer readings reported as ¿high,¿ and the user sought emergency care where IV insulin was administered; the medical device problem and device component could not be specified due to insufficient information. Symptoms included hyperglycemia, urinary frequency, and vomiting. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, and there was insufficient information to identify a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.